Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01511073 product not yet returned for evaluation. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed. The e-0 error occurred with multiple test strips. The customer is testing on the finger. The customer's expected blood glucose test result range was undisclosed. At the time of the call on (B)(6) 2017, the customer reported feeling a little dizzy. During the call on (B)(6) 2017, the customer attempted to retest and the error message appeared again. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 09/16/2017. The meter memory was not reviewed for previous test result history.